Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The second ins (stimulator) placed on (B)(6). Additional information received from the patient reports she was having difficulty getting control of symptoms with amplitude comfortable at 1.9. It worked for the last ins but with new implant it was not controlling her symptoms as well. Ins site was still sore and draining since (B)(6) 2016. The patient did not recover completely as patient was still feeling soreness at ins site and ins site was still draining since implant. Event date for the patient was having difficulty getting control of symptoms and amplitude settings since new ins implant was (B)(6) 2016 and for 1.9 worked for the last ins but with new implant it was not controlling her symptoms as well since implant (B)(6) 2016. Additional information received from the patient indicates she notified her physician of the event and was seen in the office on (B)(6) 2016. The change in setting on the implant improved the patient's symptoms, but soreness is an ongoing problem with the incisional wound. Additional information was received from a patient. It was reported the patient was wondering if the spinal cord stimulator would cause them the same discomfort. The patient mentioned they had the implantable neurostimulator (ins) and lead removed on (B)(6) 2016. The ins kept turning and pressing up against the muscle, which caused the patient pain at the implant site. They were not able to tolerate it and it had gradually gotten worse until they had to have it removed. The issue had occurred in the middle of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.